Event description:
A review of svc data detected a reportable event. During servicing, monitor sn (B)(4) was experiencing resets. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon svc investigation the monitor was experiencing resets and a code 202 was found in the flag files. Investigation revealed that the sd card was not locking properly into place in the sd card holder. An intermittent sd card would cause the monitor to reset. The resets occurring at the pt set-up screen caused the code 202. After replacing the sd card holder (j101) on the ca board, no defects were noted. The root cause for the defective sd card holder was unable to be positively determined. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.